Event description:
Boston scientific received information that high shock impedances were reported on this right ventricular (rv) defibrillation lead. Pacing impedances had been steady, but recently increased slightly over the past month. Technical services discussed additional testing to determine what is causing the out of range impedance measurements. Subsequently, both the implantable cardioverter defibrillator (ICD) and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative confirmed the revision procedure was handled by a different account, so she could not provide any further information. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.